Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure customer observed the wire at the monopolar curved scissors (mcs) was broken. No fragment fell into the patient. The procedure was completed with no patient harm, adverse outcome or injury and with no delay.